Manufacturer narrative:
S/w 3.0d unit received with completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test and displacement test due to broken reservoir tube lip. However, unit passed rewind test, prime/a33 test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked case at display window corner, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had hypoglycemic event and feeling low a little shaky . The blood glucose at the time of the incident was 60 mg/dl and current blood glucose was 112 mg/dl. The device will be returned for analysis.